Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with a&p repair with vaginal repair of enterocele and cystoscopy due to cystorectoenterocele.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh excision on (B)(6) 2014 by (B)(6) due to possible extrusion of vaginal mesh with possible mesh erosion and overactive bladder at outpatient services east.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted with concurrent cystocele, rectocele and enterocele. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.